Event description:
Additional information received reported there was no record of a device 'breaking apart.' This was confirmed by the patient's health care professional (hcp). The patient was 'upset' by the placement of the device and the hcp moved it for her, but there were no records of device breakage.

Manufacturer narrative:
Product type lead 4301-35, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk. Product type lead 4301-35, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk.

Event description:
It was reported that the patients device "broke in half" and "leaked acid." The leads were reported to be "bad." The stimulator was replaced; it was unknown if the leads were replaced. Additional information was requested.